Event description:
It was reported the patient was experiencing discomfort at her scs ipg pocket site. It was also reported at a later date, the patient's scs ipg was explanted and replaced with a different model due to the patient's age. The patient is receiving effective stimulation following the surgical intervention. At this time, it is unknown whether or not the pocket site discomfort issue resolved with the procedure.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.